Event description:
It was reported: surgeon was using screwdriver and stripped the threads on the driver rendering it useless, rep was able to solve the problem by utilizing secondary backup to which was broken as well (this surgeon breaks these about every two weeks) the replacement device used was the backup and the screws were not left damaged and the case was able to close unimpeded.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. IFU for instruments states that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. The age of the device was found to be almost a year however it is unknown how many times the device has been used. Conclusion: the probable root causes of this event is multifactorial and not determined due to insufficient information provided.

Event description:
It was reported: surgeon was using screwdriver and stripped the threads on the driver rendering it useless, rep was able to solve the problem by utilizing secondary backup to which was broken as well (this surgeon breaks these about every two weeks) the replacement device used was the backup and the screws were not left damaged and the case was able to close unimpeded.